Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The power consumption was at 144% with normal outputs. A request was made to have data from this device analyzed. Boston scientific technical services (ts) suggested to wait 30 days to adjust the lv output. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The power consumption was at 144% with normal outputs. A request was made to have data from this device analyzed. Boston scientific technical services (ts) suggested to wait 30 days to adjust the lv output. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the battery was not depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem and h2: if the report is a follow-up, select the type(s) that most accurately describe the nature of the report.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The power consumption was at 144% with normal outputs. A request was made to have data from this device analyzed. Boston scientific technical services (ts) suggested to wait 30 days to adjust the lv output. Additional information received indicated that the this device was analyzed and the battery was not depleting prematurely. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The power consumption was at 144% with normal outputs. A request was made to have data from this device analyzed. Boston scientific technical services (ts) suggested to wait 30 days to adjust the lv output. Additional information received indicated that the this device was analyzed and the battery was not depleting prematurely. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.